Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary complaint is confirmed as we are able to confirm complaint description (broken screwdriver) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. A review of the device history record. Device history lot: part: 314.050. Lot: 1018911. Manufacturing site: haegendorf. Release to warehouse date: 25. Nov. 1998. DHR not available as device is older than 20 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to se_075477 (filing and archiving of specification documents) version ai, which was in place till august 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot. Part: 314.050. Lot: 1018911. Manufacturing site: haegendorf. Release to warehouse date: 25. Nov. 1998. DHR not available as device is older than 20 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to se_075477 (filing and archiving of specification documents) version ai, which was in place till august 2014. Investigation summary complaint is confirmed as we are able to confirm complaint description (broken screwdriver) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (B)(6) 2019, the chisel was broken when tried to add /screw in a screw.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: the chisel broke during surgery. Customer changes the chisel and ordered a new one. The surgery was successful. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).